Event description:
A customer reported a malfunction on their insulin pump, displaying malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the faulty pump and the steps to take upon receiving the new one. The customer planned to use a backup insulin pump to ensure continued insulin delivery.